Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic, upon device interrogation non-sustained, rv oversensing due to crosstalk was observed on the device. Physician did not feel this was harmful to the patient. Programming changes were recommended. Physician decided to not make any changes currently as patient has not been negatively affected by this. No further information available.